Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that patient morphology was described as concentric with a b mori classification and smooth ulceration. Lesion exhibited 85.4% stenosis. It was reported that the patient was treated with one stent which could possibly be a driver, an integrity bms or a non-mdt stent to treat a left vertebral - basilar artery occlusion with 22.5% stenosis resided after stenting. Aica was occluded by the snowplowing effect after stenting. While the occluded lesion was improved after percutaneous transluminal angioplasty, restenosis caused by the elastic recoil was found 5 months after procedure. Magnetic resonance imaging shows acute infarction of left aica region after stenting. The patient also suffered from ischemic stroke within 30 days of stenting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.